Event description:
It was reported that; on (B)(6) 2014, primary surgery of cortical bone trajectory-plif with small xia and oic peek was performed. After surgery, the screws came loose gradually. Revision surgery to nail is planned but the date is not determined at present.

Manufacturer narrative:
Method: device not returned; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker. Conclusion: the device was not received back for evaluation, the root cause cannot be determined.

Event description:
It was reported that; on (B)(6) 2014, primary surgery of cortical bone trajectory-plif with small xia and oic peek was performed. After surgery, the screws came loose gradually. Revision surgery to nail is planned but the date is not determined at present.